Manufacturer narrative:
Photo review by company physician: one dark field photo showing whitish material in ant. Capsule with projections exceeding capsulorhexis and fold like white opacities apparently behind the iol. May be compatible with aco, ant cell on-growth and pco. Investigation has been completed based on current information. No further action warranted at this time. (B)(4).

Manufacturer narrative:
Product evaluation: the products were not returned for analysis. The lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported cells that settle on the anterior surface of lenses following intraocular lens (iol) implant procedures. The surgeon indicated that the cells are similar to a posterior capsule opacity, but on the anterior surface, and are treated with a yag laser. He stated that most patients are not aware of the cell growth and no effect on visions were reported. The surgeon feels that the anterior cells migrate on the iol less than 5% of the time. The lenses remain implanted.